Event description:
It was reported that during a coronary stent procedure, the balloon was inflated to unk atmospheres in an attempt to deploy the stent. The stent would not release from the balloon. The delivery/stent device was removed. No pt injuries or complications occurred.